Event description:
Not receiving errors 88, 86, 84, and 82 (technical inspection alerts) prior to receiving 09 (technical inspection due). Pt did not report experiencing any physiological effects as a result of this issue.